Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that the trial patient¿s wires were coming out of her back, the wires were exposed and the patient was having back pain. The patient was wondering if this was normal. The manufacturing representative had not been notified of the issue. The patient had gone to their healthcare professional (hcp) on the day prior to the date of this report because the patient had a lot of drainage/blood coming out. It was noted that the patient needed to do her normal stuff and could not just lie around. The hcp had suggested to not shower but the patient was not going to go without a shower. On the date of this report when the patient had unhooked things to get into the shower was when she had noticed things the most. To the patient it seemed like the wire was more exposed on the date of this report than on the day prior to the date of this report. Additional information was requested but had not been received as of the date of this report.